Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an unknown procedure performed on (B)(6) 2022. During the procedure, the lithotripter basket handle broke. No patient complications were reported as a result of this event. Due to the lack of facility or any contact information, boston scientific corporation is unable to obtain additional information through good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. Device code a0401 captures the reportable event of handle break.